Manufacturer narrative:
This s-ICD has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had received multiple inappropriate shocks due to oversensing of noise. Testing of the subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to elicit noise on all three vectors. Surgical intervention was performed and the s-ICD and electrode were explanted and replaced. During the procedure, no anomalies were observed with the s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified minor scratches on the case. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.